Event description:
In 2007, the patient reported that the down button of his infusion device was not functional. He stated he noticed it intermittently the previous day while he was trying to bolus. He stated that he was able to use the standard bolus feature to deliver insulin. He then switched to his backup infusion device. He stated that he is now concerned because his hba1c was elevated to 6.7 and it is normally in the "high 5's." He stated that he has had instances of elevated blood glucose, but he was unable to provide any details or values. He believes that the infusion device may have been the cause. Further troubleshooting to check the bolus history was not possible due to the button issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.